Event description:
It was reported that stent damage occured. The 85% stenosed,3.00x38mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal end of the stent strut was scraped against the lesion.the procedure was completed with another of the same device. No patient compilations were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage, with the sixth and seventh proximal strut lifted and pulling distally. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The 85% stenosed,3.00x38mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal end of the stent strut was scraped against the lesion.the procedure was completed with another of the same device. No patient compilations were reported and the patient's status was stable.